Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse indicated that the needle bellows and vacuum chamber (vc) 3 was not draining and the cause of problem was pv21 actuator. The fse stated that the pv21 actuator was very sticky preventing vc3 from draining which prevented the needle bellows from draining. The fse replaced the actuator, resolving the issue. The system performance was validated. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting that there was a bloody fluid leak of approximately 2 mls from the needle bellows of the coulter lh 500 hematology instrument. The leak was not contained within the instrument. The customer reported partial aspiration errors were generated in connection to this event. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated.